Manufacturer narrative:
The reported event could be confirmed. The device expired on 12 november 2025, while the event occurred on (B)(6) 2025. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material-, manufacturing-, or design-related issues were identified during the investigation. No product-related issue could be detected. A review of the label verification in the manufacturing documentation confirmed that the expiry date was correctly indicated on the labels. As the device was under stryker consignment at the time it expired, a nonconformity was opened to address the stock-related issue. Nevertheless, it should be noted that the final responsibility lies with the user to verify the expiry date prior to opening the package. In general, it can be stated that once the shelf life has expired, stryker cannot guarantee the performance and safety of the device for use. The risk of infection increases with time elapsed after the expiry date printed on the packaging. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that an expired device was implanted into the patient.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that an expired device was implanted into the patient.